Event description:
It was reported that the patient felt an undesired sensation of paresthesia in her ipg pocket area when the stimulation was off. The patient underwent a revision procedure to replace the ipg and is doing well post-operatively.

Manufacturer narrative:
Correction to the initial MDR in block(s) b5, h6. The returned sc-1132, scs-ipg-r was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Based on all available information, it was determined that the patient experiencing pocket stimulation with the device could not be confirmed as the ipg was operating normally and no problem was detected.

Event description:
It was reported that the patient felt an undesired sensation of paresthesia in her ipg pocket area when the stimulation was off. The patient underwent a revision procedure and is doing well post-operatively.